Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. Although a specific cause cannot be determined, a potential root cause for this event could be, "inadequate material selection, and/or bonding between layers, degradation". As no patient involvement was reported the device was not used, however is intended for treatment purposes. It is unknown if the device had met all relevant specifications or resulted in the reported event. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval."

Event description:
It was reported that the coating of the guidewire was found to be flaked upon opening the package. Therefore the user stopped using it immediately.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the coating of the guidewire was found to be flaked upon opening the package. Therefore the user stopped using it immediately.